Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the surge suppressor board. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 2800 system does not power up and will not take x-ray, however, the power indication on the workstation is on. All alternate unit was used for the case. There was no report of pt injury.